Event description:
Per oos, the "lv lead impedance was out of spec on hm and in the clinic. The lead was not sensing or pacing at the time of invasive testing." This was replaced with a medtronic 4195-88, (B) (4).